Manufacturer narrative:
On january 6, 2021, mentor became aware that in the previous follow up number 2 report for manufacturer report number 1645337-2020-15909, the date under field 10 was incorrectly reported as (B)(6) 2020. It should have been (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2020, mentor became aware that patient underwent revision mastopexy surgery due to unsatisfactory cosmetic appearance (size and shape) of the breasts with allergan implants. During surgery, right side implant was found ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A second product was received (lot-7516187). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 560cc mentor memorygel breast implant and experienced breast implant rupture on her right side. Right side ruptured implant was noticed immediately during mastopexy and bilateral replacement surgery with allergan brand devices on (B)(6) 2020.